Event description:
It was reported that during an upgrade procedure from a dual-chamber pacemaker to a cardiac resynchronization therapy pacemaker (crt-p), a hook catheter and a 130-degree internal catheter were used. After slitting both the catheters, the spiral s catheter was dislocated. An iron man wire was advanced through the lead and the lead was retracted. A new hook catheter was advanced over the wire and a piece of the previous internal catheter was found in the carotid sinus, the piece could not be salvage with a snare catheter. The piece of internal catheter detached and dislocated into a hepatic vein. An attempt to salvage the catheter via the femoral groin was also not possible. The physician then decided to leave the piece in the vein. No additional adverse patient effects were reported. The remaining part of the internal catheter will return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the catheter was performed. The catheter returned with the tip portion missing. A visual inspection revealed the catheter with the cut-down/slit was not straight, the separated ends were jagged with braiding exposed, multiple bent/kinked and the tip portion was missing. The findings suggest that there was trouble with cutting the device by the physician during the procedure.

Event description:
It was reported that during an upgrade procedure from a dual-chamber pacemaker to a cardiac resynchronization therapy pacemaker (crt-p), a hook catheter and a 130-degree internal catheter were used. After slitting both the catheters, the spiral s catheter was dislocated. An iron man wire was advanced through the lead and the lead was retracted. A new hook catheter was advanced over the wire and a piece of the previous internal catheter was found in the carotid sinus, the piece could not be salvage with a snare catheter. The piece of internal catheter detached and dislocated into a hepatic vein. An attempt to salvage the catheter via the femoral groin was also not possible. The physician then decided to leave the piece in the vein. No additional adverse patient effects were reported. The remaining part of the internal catheter was returned for analysis.